Event description:
The customer reported to olympus, that during reprocessing they were not able to insert the cleaning brush into the biopsy channel of the evis exera lll gastrointestinal videoscope. There were no reports of patient harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, the biopsy channel was observed to be clogged/blocked by a foreign material or object, possibly by a forceps stuck in the channel. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of not being able to insert the brush into the biopsy channel was confirmed. Additionally, olympus found a leak at the distal end of biopsy channel, discoloration of the bending section cover, dent on the connecting tube, and no passage in the forceps passage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported forceps stuck in forceps channel issue could not be determined, as there was no device deformation the might result in the a stuck forceps issue and no additional event or reprocessing information was reported or available. Olympus will continue to monitor field performance for this device.